Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced multiple high blood glucose levels. The customer changed their infusion set during 10:00 pm. The next day, the customer's blood glucose reading at 10:00 am was 552 mg/dl and at 11:20 am it rose to 600 mg/dl. The customer changed the infusion set. The customer felt thirsty. The customer treated their high blood glucose with manual injections. The customer was advised to continue to monitor their blood glucose level and call back if the issue persists. The customer will not return the device for analysis.